Event description:
Boston scientific received information that the device system displayed 14 second pauses with pacing spikes. Loss of capture (loc) was observed. The mostly-pacer dependent patient had approximately three escape beats and was asymptomatic. Store events displayed noise while in unipolar configuration. Device sensitivity was reprogrammed to 5mv, and outputs were increased to 5v. Later it was noted that a fracture was suspected and out of range right ventricular (rv) lead pacing impedance measurements were observed. A revision procedure was performed and no fracture was found. When the device was removed from the pocket, loc was noted and the device was programmed to bipolar. A fracture of the lead under the device was suspected. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.